Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and the below was reported by an anonymous individual: "they tried the vns but it caused me to hold my breath and my wife said I started purple." And "I had a vns implanted about 17 yrs ago but had to have it removed 2 yrs later, it was causing me to hold my breath and caused more problems." No further relevant information has been received to date.